Event description:
In early 2009, a boston scientific corporation employee became aware of a clinical study article, "malignant gastroduodenal obstruction: treatment with self-expanding uncovered wallstent" gutzeit, et al, published in cardiovascular and interventional radiology. In 2009 jan-feb: 32(1) : 97-105. (Epub 2008 oct 15). The following information was derived from this article: a wallstent enteral endoprosthesis stent was used to treat a malignant gastroduodenal stenosis. According to the article, two wallstents used to treat a long obstruction in the third and fourth portion of the duodenum. The stents were initially placed successfully, however, during retrial of the guidewire, the tip of the wire became caught in the mesh of the distal stent dislodging both stents. No additional stents were available in the laboratory but were ordered. Within 3 days, the patient's condition deteriorated and it was decided not to perform any further intervention. The patient died seven days after intervention due to his underlying disease.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.